Event description:
Executive director of risk management reported a pt experienced difficulty breathing while receiving an infusion via a syndeo pump. The pt was recovered. No additional info is available at this time.